Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported tibia block was in too much varus. Doctor did not use block and used standard instrumentation.